Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle the integrated holder separates from the non patient end needle. The following information was provided by the initial reporter. The customer stated: "the needle kept spinning and it could not fit the holder."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 2022-07-20. H.6. Investigation summary: bd received 1 sample and 4 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for hub-collar separation was observed. Additionally, the customer sample was evaluated by visual examination and the indicated failure mode for hub-collar separation with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hub-collar separation. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle the integrated holder separates from the non patient end needle. The following information was provided by the initial reporter. The customer stated: "the needle kept spinning and it could not fit the holder."